Event description:
It was reported that an infusor experienced an overinfusion of more than 30% above the expected rate. The reported stated that the expected flow rate was 5ml per hour for 72 hours. The infusor was filled with 1.25mg/ml of levobupivacaine (chirocane). There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between july 23, 2013 and july 24, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled unit was received for evaluation. Upon receipt, visual inspection of the unit noted the pcm's shipping tab had been removed and the flow rate was set at 5ml on the multirate control module. No signs of physical abnormality were observed on the returned unit that could have caused the reported problem. A functional flow rate test was subsequently performed on the unit for 9 hours, with the flow rate set at 12ml on the multirate control module using 5% dextrose solution. The produced flow rate was found to be within the specification range of the product. A functional flow rate test was also performed on the unit by setting the flow rate at 5ml on the multirate control module since 5ml was reported in the event description. The flow rate was again within the specification range of the product. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.